Event description:
It was reported, that the customer went to the emergency room (ER). After inadvertently requesting and delivering a 20 unit insulin bolus, instead of requesting and delivering a bolus for 20 grams of carbohydrates. The customer's blood glucose level was 90 mg/dl. Prior to going to the ER, the customer consumed carbohydrates. While in the ER, the customer was given juice. The customer was released the same day with no permanent damage. The customer continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.